Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / location of device: embedded in the uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008. Concurrent conditions included overweight. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: constant itchy rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("hormonal changes : lack of sex drive"), migraine ("migraines"), nausea ("nausea"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("anxiety") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("physical pain"), headache ("headaches"), acne ("acne"), abdominal pain ("abdomen pain"), back pain ("low back pain") and pruritus ("my skin would itch all the time"). The patient was treated with surgery (full hysterectomy and bilateral removal of the fallopian tubes) and surgery (in 2012 underwent ablation). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, vaginal haemorrhage, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, alopecia, loss of libido, migraine, headache, nausea, depression, anxiety, weight increased, acne, abdominal pain, back pain and pruritus had resolved and the pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pain, pruritus, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 160. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. X-ray - in 2014: tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Added event my skin would itchy all the time. Updated outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / location of device: embedded in the uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008. Concurrent conditions included obesity. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash pruritic ("allergic or hypersensitivity reaction type: constant itchy rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("hormonal changes : lack of sex drive"), migraine ("migraines"), nausea ("nausea"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("anxiety") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("physical pain"), headache ("headaches"), acne ("acne"), abdominal pain ("abdomen pain") and back pain ("low back pain"). The patient was treated with surgery (full hysterectomy and bilateral removal of the fallopian tubes) and surgery (in 2012 underwent ablation). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, vaginal haemorrhage, rash pruritic, dysmenorrhoea, dyspareunia, fatigue, alopecia, loss of libido, migraine, headache, nausea, depression, anxiety, weight increased, acne, abdominal pain and back pain had resolved and the pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pain, rash pruritic, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. X-ray - in 2014: tubes were blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "abnormal bleeding (general), abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), allergic or hypersensitivity reaction type: constant itchy rash, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes : lack of sex drive, migraines, headaches, nausea, perforation (uterus), psychological or psychiatric problems, condition: depression, anxiety, weight gain, abdomen pain, acne, low back pain", reporter, lab data, concomitant condition added from pfs. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / location of device: embedded in the uterus'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure (batch no. 20227510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy (approx. 2008) in 2008 and ureteral calculus. MRI - normal. Concurrent conditions included overweight, bladder spasm, vaginal discomfort, flank pain, abdominoplasty (partial), adenomyosis, menometrorrhagia, menstruation irregular, dysfunctional uterine bleeding, coxarthritis and cervicitis. Concomitant products included metoprolol and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), loss of libido ("hormonal changes : lack of sex drive"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdomen pain") and back pain ("low back pain/lower back pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: constant itchy rash"), fatigue ("fatigue"), acne ("acne") and rash pruritic ("rashes or skin conditions - type: itchy rash"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("psychological or psychiatric problems, condition: depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("physical pain"), pruritus ("my skin would itch all the time") and abdominal distension ("my stomach is so bloated"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (full hysterectomy and bilateral removal of the fallopian tubes and in 2012 underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, alopecia, loss of libido, migraine, headache, nausea, depression, anxiety, weight increased, acne, abdominal pain, back pain and pruritus had resolved and the pain, rash pruritic and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pain, pruritus, rash pruritic, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 160. Discrepancy in explant date ,previously reported was: (B)(6) 2013 00:00. Great care was taken to insure 3-8 coils were visualized coming from the tubal ostia bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Essure devices at the uterine-fallopian tube junctions. No evidence of fallopian tube filling. Pathology test - on (B)(6) 2014: uterus with cervix and bilateral fallopian tubes uterus: secretory endometrium with a few cystically dilated glands and foci of superficial adenomyosis. No hyperplasia or atypia seen. Cervix: mild chronic cervicitis. No dysplasia. Bilateral. Fallopian tubes: congestion. Abdominal skin and subcutaneous fat: no significant abnormality (gross). X-ray - in 2014: results: tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, dysmenorrhea, menorrhagia, dyspareunia. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added from pfs- my stomach is so bloated. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / location of device: embedded in the uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy (approx. 2008) in 2008 and ureteral calculus. MRI - normal. Concurrent conditions included overweight, bladder spasm, vaginal discomfort, flank pain, abdominoplasty (partial), adenomyosis, menometrorrhagia, menstruation irregular, dysfunctional uterine bleeding, coxarthritis and cervicitis. Concomitant products included metoprolol and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), loss of libido ("hormonal changes : lack of sex drive"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdomen pain") and back pain ("low back pain/lower back pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2011, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: constant itchy rash"), fatigue ("fatigue"), acne ("acne") and rash pruritic ("rashes or skin conditions - type: itchy rash"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("psychological or psychiatric problems, condition: depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("physical pain") and pruritus ("my skin would itch all the time"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (full hysterectomy and bilateral removal of the fallopian tubes and in 2012 underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, alopecia, loss of libido, migraine, headache, nausea, depression, anxiety, weight increased, acne, abdominal pain, back pain and pruritus had resolved and the pain and rash pruritic outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pain, pruritus, rash pruritic, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 160. Discrepancy in explant date ,previously reported was: ??-jul-2013 00:00 great care was taken to insure 3-8 coils were visualized coming from the tubal ostia bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on 30-sep-2011: total bilateral occlusion. Essure devices at the uterine-fallopian tube junctions. No evidence of fallopian tube filling.. Pathology test - on (B)(6) 2014: uterus with cervix and bilateral fallopian tubes uterus: secretory endometrium with a few cystically dilated glands and foci of superficial adenomyosis. No hyperplasia or atypia seen. Cervix: mild chronic cervicitis. No dysplasia. Bilateral fallopian tubes: congestion. Abdominal skin and subcutaneous fat: no significant abnormality (gross).. X-ray - in 2014: results: tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs & medical record received: lot no. Added. New event - itchy rash added. Reporter's information, patient demography, medical history, lab data were added. Severity of event back pain, migraines was updated as severe. Outcome of event abnormal bleeding and weight gain was updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / location of device: embedded in the uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy (approx. 2008) in 2008 and ureteral calculus. MRI - normal. Concurrent conditions included overweight, bladder spasm, vaginal discomfort, flank pain, abdominoplasty (partial), adenomyosis, menometrorrhagia, menstruation irregular, dysfunctional uterine bleeding, coxarthritis and cervicitis. Concomitant products included metoprolol and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), loss of libido ("hormonal changes : lack of sex drive"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdomen pain") and back pain ("low back pain/lower back pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: constant itchy rash"), fatigue ("fatigue"), acne ("acne") and rash pruritic ("rashes or skin conditions - type: itchy rash"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("psychological or psychiatric problems, condition: depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("physical pain") and pruritus ("my skin would itch all the time"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (full hysterectomy and bilateral removal of the fallopian tubes and in 2012 underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, alopecia, loss of libido, migraine, headache, nausea, depression, anxiety, weight increased, acne, abdominal pain, back pain and pruritus had resolved and the pain and rash pruritic outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pain, pruritus, rash pruritic, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 160. Discrepancy in explant date ,previously reported was: (B)(6) 2013 00:00 great care was taken to insure 3-8 coils were visualized coming from the tubal ostia bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Essure devices at the uterine-fallopian tube junctions. No evidence of fallopian tube filling.. Pathology test - on (B)(6) 2014: uterus with cervix and bilateral fallopian tubes uterus: secretory endometrium with a few cystically dilated glands and foci of superficial adenomyosis. No hyperplasia or atypia seen. Cervix: mild chronic cervicitis. No dysplasia. Bilateral fallopian tubes: congestion. Abdominal skin and subcutaneous fat: no significant abnormality (gross).. X-ray - in 2014: results: tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc(product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / location of device: embedded in the uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008. Concurrent conditions included overweight. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: constant itchy rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("hormonal changes : lack of sex drive"), migraine ("migraines"), nausea ("nausea"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("anxiety") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("physical pain"), headache ("headaches"), acne ("acne"), abdominal pain ("abdomen pain") and back pain ("low back pain"). The patient was treated with surgery (full hysterectomy and bilateral removal of the fallopian tubes), surgery (full hysterectomy and bilateral removal of the fallopian tubes) and surgery (in 2012 underwent ablation). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, vaginal haemorrhage, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, alopecia, loss of libido, migraine, headache, nausea, depression, anxiety, weight increased, acne, abdominal pain and back pain had resolved and the pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 160. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. X-ray - in 2014: tubes were blocked quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: update of quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.